Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed that the motion batteries would no longer hold a charge. The batteries were replaced and the issue was resolved. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system batteries would not hold a charge. It was reported that the batteries appear to be fully charged, but when attempting to move the system into a room the system displayed a 'battery critical error' and shut down on its own. There was no patient present when this issue was identified.